Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11083. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the left ventricle lead exhibited loss of capture. Prior to the left ventricle lead revision procedure, it was noted that the right atrial lead also exhibited loss of capture. A chest x-ray was performed on (B)(6) 2019 and it was noted that both the left ventricle and right atrial lead were dislodged. No adverse patient symptoms were reported as a result of the dislodgement. The physician suspected that the patient has twiddler syndrome and twiddled with the device. In addition, it was also noted that the patient's vein's have become occluded due to repeated surgeries to address their history of twiddlers syndrome. Both leads were explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.